Manufacturer narrative:
Model number/catalog number: sc-2158-50; serial number: (B)(4); batch/lot number: 2000021900/20749337. Model/catalog description: linear lead kit 50 cm.

Event description:
A report was received that the patient was having inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient was having inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Sc-2158-70, sn: (B)(6). Device evaluation indicated that the devices passed all tests performed. Sc-2158-50 ,sn: (B)(6). Device evaluation indicated that the devices passed all tests performed.